Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. A visual and functional inspection was performed on the returned device. The reported problem of an f-94 alarm code was confirmed in the sample evaluation and event history log review. The cause of the reported problem was identified as defective main batteries. The main batteries were replaced in order to resolve this condition. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported receiving an f-94 alarm code on the flogard infusion pump. It is unknown what process step this alarm occurred during. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.